Manufacturer narrative:
The reported event of the septum came off with the setscrew was confirmed. Analysis revealed an anomaly that even though medical adhesives were applied to seal in the septum that the medical adhesive only adhered to the septum and not the epoxy header surfaces. In order to seal the septum in the septum cavity the medical adhesive has to adhere or stick to both surfaces, the septum surfaces and the epoxy header surfaces which includes the septum cavity inner walls. This is a manufacturing anomaly that the medical adhesive was not sticking to both surfaces necessary to seal the septum in place in the septum cavity.

Event description:
During implant, the set screw was loosened and inadvertently fell out of the header. The event was resolved by replacing the device. The patient was in stable condition.